Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that she can't feel her stimulator too much, pt asked if there was a way to remotely check her system. Reviewed no there was not and worked with pt and her programmer (pp) to check if stim was turned on, pt said she had just replaced the 9v battery and the 9v battery icon was lit green. Pt used the pp to do a check and try to increase stim. Pt confirmed the light on the back that stim was on. I asked pt to try to use the up arrow to increase stim to see if that helped he notice the feeling of stim. Pt said it is already on the maximum and she did not feel it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. To have the system checked in person.